Manufacturer narrative:
Additional information to field b5 - describe event or problem and h0 this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited changes in right ventricular (rv) pace impedance measurements. Trending displayed two pace impedances spikes greater than 3000 ohms range. Impedances the rest of the time was at 447 ohms. There were no stored episodes with noise or oversensing, and all other diagnostics were normal. The involved rv lead is a non-boston scientific product. Technical services discussed possible causes and provided programming options. No adverse patient effects were reported. This product remains in service. Received additional information on 29apr2021, it was reported that this crt-d was explanted and replaced. The competitor rv lead was abandoned and the competitor left ventricular lead was reused. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited changes in right ventricular (rv) pace impedance measurements. Trending displayed two pace impedances spikes greater than 3000 ohms range. Impedances the rest of the time was at 447 ohms. There were no stored episodes with noise or oversensing, and all other diagnostics were normal. The involved rv lead is a non-boston scientific product. Technical services discussed possible causes and provided programming options. No adverse patient effects were reported. This product remains in service.